Manufacturer narrative:
The investigation is ongoing. If additional reportable information becomes available, it will be submitted in a supplemental report.

Event description:
A clinical trial event reported a subject experienced mild stenosis (non-target) of the cephalic vein immediately distal to the wrapsody stent as evidence by hyperpulsatility , requiring percutaneous intervention through pta of the lesion. The event was considered resolved on the same day, not related to target lesion or procedure, probable related to device.